Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, one (1) supplement bottle was observed to be contaminated with "impurities." There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - mgit 960 supplement kit batch 4348331 is composed of mgit panta batch 4262162 and mgit 960 growth supplement batch 4317140. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record review for mgit 960 supplement kit batch 4348331 was satisfactory. No quality notifications were generated during manufacturing. The batch history record reviews for mgit panta batch 4262162 and mgit 960 growth supplement batch 4317140 were also satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other duplicate complaint was taken on kit batch 4348331. Retention samples maintained for this product include the individual components but not the kitted configuration. Retention sample testing is not indicated for this complaint as the photos confirm the defect. Two photos were received to assist with the investigation of this complaint. One photo showed panta vial with white mass floating in media of batch 4262162 exp 2026-03-21. One photo showed kit carton label 4348331 exp 2026-03-21. No returns were received to assist with the investigation of this complaint. This complaint can be confirmed from the photos of contamination. No complaint trends have been indicated for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, one (1) supplement bottle was observed to be contaminated with "impurities." There were no health impact or consequences reported.